Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the patient was trying to charge the implanted neurostimulator, however they were seeing poor recharge quality. Agent reviewed screen meaning with the caller. Caller said that they had the charging quality at excellent but the pt moved, so they kept getting poor recharge quality. Agent had the pt reposition the recharger and attempt to recharge the ins again. Caller saw recharging excellent. Caller said that they were just holding the recharger. Caller said that they would normally put a pillow behind the recharger when recharging the ins. Agent reviewed and suggested that they use the recharging belt. Caller mentioned that the issue started while in doctor (hcp's) office last week. Caller said that the pt couldn't remember hcp's name. Caller noted that they were charging the ins so that the device could be placed in MRI mode for a MRI tomorrow. Caller will continue to charge the ins and will call back if further assistance is needed. The patient called back with an MRI technician for assistance connecting to the implant. The caller reported receiving the error message "unable to communicate with the device. The agent instructed the caller to open the correct app and reposition the communicator. The caller confirmed they were able to connect to the ins, deactivate the MRI mode and turn the therapy back on; however, the patient felt a shock after connecting to the device. The caller immediately decreased the stimulation and then gradually increased it to a level that was comfortable for the patient.